Manufacturer narrative:
Corrected date of event (B)(6) 2016.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm and a right common iliac artery aneurysm with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. On (B)(6) 2016 a type ib endoleak was identified and successfully treated on (B)(6) 2016 with the implantation of an additional gore contralateral leg endoprosthesis. The reason for the endoleak is reportedly disease progression within the common iliac artery. In addition the left limb of the trunk-ipsilateral endoprosthesis landed short. The patient tolerated the procedure.